Event description:
Pulmonetic systems, inc. Received the following report from a rep of distributor: contious alarm, no display, keyboard does not work. Unable to reset the condition. Once received in the office condition was unrepeatable.